Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to view the approval for rxverify. A technical support specialist (tss) identified that the issue was related to cabinet timing configuration. The tss updated the cabinet timing settings and coordinated with the pharmacy to adjust the date filter. The tss confirmed that the approval became visible after the changes and that the issue was resolved. The system functioned as intended after technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower the user was unable to view the approval for rxverify. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.